Event description:
It was reported by the rep the device was used during an unk procedure. It was reported the clips would not close. The case was finished with the same clip applier. There was no consequence to the pt. Rpo 08/13/1998 rep added info that the procedure was a bowel resection.